Event description:
It was reported that the procedure was to treat a lesion in the circumflex artery with moderate tortuosity and calcification. Pre-dilatation was performed and the 2.5 x 28 mm mini vision stent delivery system (sds) was advanced, but could not cross the lesion. The device was removed without issue. After removal, it was noticed that the stent was loose on the balloon. Another 2.5 x 28 mm mini vision was used to complete the procedure. During handling after the procedure, the stent was pulled off the sds balloon by the physician. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned mini vision stent delivery system (sds) found blood visible on the balloon and shaft consistent with the sds advanced into the patient anatomy. The stent implant was dislodged from the balloon, confirming the reported dislodgement. The entire length of the stent implant was slightly smashed. The distal end of the stent implant was mangled. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The tip length was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it is likely that interaction with the moderately calcified anatomy contributed to the reported failure to advance. Additionally, an interaction with the anatomy during the attempts to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and resulted in the stent becoming loose on the balloon as there was no damage noted to the stent during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. Damage to the distal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the anatomy and/or accessories during advancement of the device. Further handling after the procedure contributed to the stent dislodging from the balloon. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint handling database revealed no other incidents for loose or dislodged stents for this lot. There is no indication of a product quality deficiency.